Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# n606904002, implanted: (B)(6) 2016, product type: catheter.

Event description:
On (B)(6) 2016 information was received from a foreign healthcare professional (hcp) via a (B)(4) manufacturer representative (rep) regarding a patient who was receiving gabalon intrathecal (unknown concentration at a dose of 40 mcg/day) via an implantable pump for spasticity in the lower limbs. On (B)(6) 2016, the patient experienced pump connection region misalignment (severity classified as 3 - hospitalization or prolongation of hospitalization period for treatment of adverse event). A contrast test confirmed a connection failure between the pump and the connector for the pump side catheter. The pump side catheter would be replaced. The event was reported as unrelated to the pump, catheter, programmer and investigation drug and was related to the procedure. The adverse event outcome was reported as recovered on (B)(6) 2016.

Event description:
On (B)(6) 2016, additional information was received from a foreign manufacturer representative (rep). It was reported that the connection between the pump and the catheter connector on the pump side was incomplete, "the cause should be a connection failure". The rep stated, "the pump replacement may be performed on (B)(6) as the patient recovered on that day". There were no reported symptoms.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8781, lot# n606904002, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
On (B)(6) 2016, additional information was received from a foreign manufacturer representative (rep). It was clarified that only the catheter was replaced. The replacement date was confirmed to be (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.